Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips that the device had defibrillation test failures. There was no patient involvement.

Manufacturer narrative:
This report was discovered to be a duplicate of pr (B)(4) submitted as MDR number 1218950-2019-07190. Device investigation is completed; please see updated codes in this report.